Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller¿s power cables being damaged was not confirmed. The system controller was not returned for analysis, no log files were submitted, and no photos of the reported damage were provided. Provided information revealed that there was damage to the outer jacket and the controller was exchanged. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 27oct2014. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook, rev. C, section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states patient presented to clinic with damage to the outer casing on the white power cable. The system controller was exchanged.

Manufacturer narrative:
User facility report # (B)(4) was received on 17oct2024. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.